Event description:
Customer was hospitalized due to dka prior to hospitalization customer was vomitting and had no alarm in pump history. Troubleshooting performed and pump appeared to be functioning as designed. Customer was instructed to change out set and inject as per md.